Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened up button dome switch. The device was also received with minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, and a missing address/serial label. (B)(4).

Event description:
The customer called and reported that a button on the insulin pump was sticking and making it difficult to program a bolus. Customer's blood glucose was not known. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.